Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of a maintenance return process and during inspection of the device, it was observed that the distal end had foreign material. In addition, the evaluation found the following; the switch 2 did not work due to wear, the suction cylinder had no color, the cover of the light guide bundle was damaged, the distal end was shaved and had residual liquid, the adhesive around the light guide lens had discoloration and the adhesive around the objective lens had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to reprocessing could not be conducted properly due to shaved distal end. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: ·IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. ·IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.